Manufacturer narrative:
The investigation into the low pump flow issue has been completed. The device was not returned for investigation. Data logs were reviewed and show no signs on clot ingestion and multiple suction alarms. The clinical review stated that repositioning did not resolve the issue and no cannula kinks or biomaterial were observed. The root cause of the low pump flow cannot be determined as there was no product returned and insufficient clinical evidence.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that a 81-year-old female patient was implanted with an impella cp for hemodynamic support. The impella cp pump was unable to achieve flows greater than 1.8 l/min following the implant. Troubleshooting failed to resolve the issue and the decision was made to replace the device with a new pump. There was no patient harm.